Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device as in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Pr#: (B)(4).